Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. While the root cause of the event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported from the site that the patient was admitted to the hospital on (B)(6) 2015 for gastrointestinal (gi) disorder. It was further stated that the patient had their antibiotics switched due to diarrhea. Warfarin was held due to "super therapeutic inr, and potassium (k+) replacement was given. Patient was said to have been discharged on (B)(6) 2015 and had an outpatient follow up to the clinic on (B)(6) 2015. No additional information available. Follow up from (B)(6) 2016: sodium (meq/l): 139. Potassium (meq/l): 4. Blood urea nitrogen (mg/dl): 25. Creatinine (mg/dl): 1. Sgpt/alt (u/l): 8. Sgot/ast (u/l): 11. Ldh (units/l): 277. Total bilirubin (mg/dl): 0. Albumin (g/dl): 2. White blood cell count (x103/ul): 7. Hemoglobin (g/dl): 8. Platelets (x103/ul): 298. Inr (international units): 2. Plasma-free hemoglobin (g/l): 0. Hit: no. Peak plasma-free hemoglobin (mg/dl): 7. Peak serum lactate dehydrogenase (ldh) (u/l): 741 maximum hct: 31 maximum hgb: 9 minimum hct: 28 minimum hgb: 8. Highest total bilirubin: 1. Hemoglobinuria (tea-colored urine): no. Pump malfunction and/or abnormal pump parameters: no. Cvp or rap > 16 mmhg: no. Dilated vena cava with absence of inspiratory variation by echo: no. Clinical findings of elevated jugular venous distension at least half way up the neck in an upright patient: no. Peripheral edema: no. Ascites: no. Has the patient experienced a neurological event since time of implant: no. Amiodarone. Beta-blockers. Warfarin (coumadin). Antiplatelet therapy drug: aspirin. Patient on digoxin: yes. Patient on loop diuretics: yes dosage (mg/day): 20.